Event description:
Mckinley medical (the manufacturer) has filed this reporter after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump uner-delivered medication during an infusion regime.